Manufacturer narrative:
The handpiece was retrieved by the manufacturer and the complaint was confirmed. The hose assembly was replaced and the handpiece was returned to the customer.

Event description:
It was reported that oil leaked from a tear in the hose portion of a pneumatic drill. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged with this event.